Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad trace. It had moisture damage on electronics. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to no button response. The device was also received with minor scratched display window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the esc button on the insulin pump does not respond and some of the other buttons don't work at times. Blood glucose value was 305 mg/dl; treated with the insulin pump. The mother stated that the customer jumped onto the lake wearing the insulin pump. The device was returned for analysis.